Event description:
It was reported that a patient had read that there had been ¿at least 14 deaths related to that brand, from patients being overdose and under dosed to failure of the pump not working at all.¿ it was unknown what drugs were being infused. Follow up was being conducted to obtain additional information but was not yet received. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Note: the reported date of death (B)(6) 2015 represents the date the manufacturer became aware of 14 unknown patient deaths, not the actual dates of death. No additional information was available at the time of this report. (B)(4).